Event description:
It was reported that a user experienced an ¿unable to proceed¿ message during a supply change, and support guided removal of all supplies, a successful dry run, and a subsequent supply change with new supplies after which delivery resumed; this aligned with a failure to infuse associated with a motor component and the prior alert was likely related to expired supplies. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.